Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found the tamper seals removed and the overlay was contaminated with glue. A review of the event history log was unable to confirm any customer reported issues. During the functional testing, lec 1870 and 1871 were found on the display. The errors were unable to be duplicated, but a broken wire on the optical switch was believed to be the cause of the errors. The optical switch was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a lec 1820. No adverse patient effects were reported by the customer.